Event description:
A us distributor contacted zoll to report that a german patient developed a skin irritation under the back therapy pads. The irritation was described as red, itchy, and a weeping open sore. There was no alleged device malfunction contributing to the irritation. The patient's gp prescribed acquantan ointment 0.1 mg. Follow up indicated the irritation improved. Supplemental report 9/27/2021: submitting report to correct section g4.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a (B)(6) patient developed a skin irritation under the back therapy pads. The irritation was described as red, itchy, and a weeping open sore. There was no alleged device malfunction contributing to the irritation. The patient's gp prescribed acquantan ointment 0.1 mg. Follow up indicated the irritation improved.